Event description:
Reporter alleged blood glucose measued 56 mg/dl back to back with a result of 104 mg/dl when tests were taken one minute apart. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.